Manufacturer narrative:
The insulin pump was received with frozen display followed by a constant tone alarm due to corroded electronic assembly also, with corroded motor home switch. The insulin pump has cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was 4.8 mmol/l. The customer reported fluid was present on the insulin pump's display. The customer also reported changing the battery on the insulin pump, but the insulin pump would not respond. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.